Event description:
Reportedly, there were no staples in this cartridge. After the surgeon finished the firing sequence (closing, firing, cutting along the instrument edge), he found there were no staples on the tissue causing bleeding.